Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and bent, and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the helix extension difficulties observed at the implant procedure.

Event description:
It was reported that during the implant procedure, the helix on this lead would not extend even after multiple attempts. The lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.